Event description:
Customer reported obtaining a blood glucose result of 195 mg/dl on the advantage system. Customer stated that blood glucose was immediately retested on a physician's device with a result of 95 mg/dl. No adverse event was reported. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.